Manufacturer narrative:
Continuation of d10: product ID 8598a. Serial# (B)(6), implanted: (B)(6) 2020. Explanted: (B)(6) 2024. Product type: catheter. Product ID: 8596sc. Serial# (B)(6). Implanted: (B)(6) 2020 explanted: (B)(6) 2024. Product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 750.69237 mcg/day), bupivacaine (20 mg at 7.50692 mg/day), and dilaudid (hydromorphone) (6.6 mg at 2.47728 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's left buttock pump site surrounding skin was red, edematous and had a seroma. It was noted that the low back coccyx area midline incision had 2.5cm skin incision that had separated with white pus drainage fluid out. The patient was recommended patient to contact spinal surgeon. The patient was recommended to wear binder and ice the pump site. Additional information received from the healthcare provider via a clinical study indicated that the midline incision had three opening areas that were draining large amount of serosanguinous fluid. The pump site was warm to touch and edematous. 155cc of serosanguineous was aspirated from the seroma from pump pocket. Additional information received from the healthcare provider via a clinical study on 2024-apr-05. Regarding cause, it was indicated that the patient previously had surgical revision of a fusion on (B)(6) 2023 and was possibly related to surgery. As of (B)(6) 2024, the pump site surrounding skin was edematous. As of (B)(6) 2024 the midline incision had 3 opening areas and were draining small amount of clear fluid. The pump site was small and fluid filled, but there were no signs of infection. As of (B)(6) 2024 the midline incision had three opening areas and were draining a large amount of serosanguinous fluid; the left buttock pump site was warm to touch and edematous. Additional information received from the healthcare provider via a clinical study on 2024-apr-07. Regarding etiology, the relationship of theevent to the device or therapy was related but unrelated to the implant procedure. The incisional site / device tract was the pump pocket. Additional information received from the healthcare provider via a clinical study indicated that the pump and catheter were explanted and not replaced.